Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease of 2.5 years longevity between follow-ups approximately 6 months apart. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components]. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device analysis is ongoing. Upon completion of the analysis this investigation will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease of 2.5 years longevity between follow-ups approximately 6 months apart. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device analysis is ongoing. Upon completion of the analysis this investigation will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease of 2.5 years longevity between follow-ups approximately 6 months apart. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.